Event description:
Report of explant of device system due to "pocket infection" received per annual device tracking report. Follow up with hcp revealed this pump was replaced one month after the explant for infection of tract - in approximately 2000. Signs and symptoms of infection present were swelling and incisional wound opening. The primary location was the catheter tract. A culture was obtained of the device pocket but results unknown. The pt was treated with oral and IV antibiotics and total device system explant. The infection resolved. Pt risk factor was debilitated status.